Event description:
It was reported that during an unknown procedure, the surgeon reported that the clip applier jammed shut upon trying to fire it. It also appears to be firing two clips at once. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Indicator wheel failure.